Manufacturer narrative:
Concomitant medical products: ddmb1d4 ICD; implanted (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a lead impedance warning for high undefined pacing impedance. The patient was found to have been inappropriately shocked for oversensing. The lead had high thresholds with no capture at maximum pacing output. The lead was suspect of a fracture. The lead was programmed off and the patient was issued a lifevest. The patient was scheduled to have a subcutaneous implantable cardioverter defibrillator (ICD) implanted. The lead remains in use. No further patient complications have been reported as a result of this event.